Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information, assisted caller with resetting pump, and instructed caller to continue using pump and to call back if any malfunction code recurs; caller acknowledged and understood.